Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported streptococcus mitis/ streptococcus oralis peritonitis. There is no documentation supporting a causal relationship. The source of the peritonitis cannot be fully determined with the available information. However, streptococcus mitis/ streptococcus oralis are known to reside in the oropharynx of humans; therefore, there is a possibility the patient did not properly wear mask when performing pd treatment. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) had cloudy peritoneal dialysis (pd) effluent. The patient¿s pd effluent culture revealed a white blood cell (wbc) 1923, red blood cell (rbc) 9 and growth of gram-positive cocci; streptococcus mitis/ streptococcus oralis isolated. The patient was treated for peritonitis on an outpatient basis with unknown antibiotics. The source of the patient¿s peritonitis was reported unknown. The patient is recovering and continues cycler assisted pd therapy.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.